Event description:
It was reported that the arterial roller pump head occlusion was slipping. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst ran the roller pump for 48 hours at 6.0 liter per minute (l/min) without any observations of an occlusion slip. It was determined that the roller pump met specification. Per data log analysis: the reported issue was slipping occlusion. Normally that would not cause any unusual log entries. In this case there was no indications of an issue in the log. The log could not confirm the complaint.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) could not duplicate the reported complaint. Verification and release testing was preformed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.